Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the consumer had heard from someone that overstimulation by the scs and having the scs therapy had caused them to develop multiple sclerosis. The rep did not have any more information on the unknown patient. No further complications were reported/anticipated.